Event description:
It was reported that the customer was hospitalized, due to hypoglycemia. The customer's blood glucose reading was 180 mg/dl at the time of the report. It was reported that the buttons on the insulin pump were unresponsive. Troubleshooting could not be performed at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.